Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the home screen. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer's blood glucose level. Pump was reset to resolve the issue and customer resumed insulin therapy on the pump.